Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID :3889-28, lot# va0rn4u, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Ins evaluation results are in related report 3004209178-2016-18915 for the separate event reported during revision surgery.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported that the lead was being replaced because the patient was not getting therapeutic benefit from the system. See related report 3004209178-2016-18915 for the ins event and analysis results that occurred after a new lead was used.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0rn4u, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead .

Event description:
Additional information from the manufacturer representative (rep) reported it is unknown what trouble shooting was performed on the lead related to the patient not getting therapeutic benefit. The rep stated the cause of the patient not getting therapeutic benefit was unknown.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.